Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
It was reported that the cannula of the infusion set has come out of the patients body, which resulted in a leak. Caller reports this has occurred 5 times, in the last few years. Product is no longer available to be returned.